Event description:
The customer called for help with her new contour meter. While troubleshooting, she performed control tests and received results of 23 mg/dl and "lo." The normal control range was 103-142 mg/dl. No adverse events were alleged. Customer svc recommended that the customer return her test strips for eval, but she insisted that she would return her products to her supply co.